Event description:
The following has been reported: at 22:00 on (B)(6) 2023, the patient felt chest tightness and dysmnea, followed the doctor's advice to isosorbide nitrate group of drugs at a speed of 4.0 ml per hour micro-pump pumping, the drug continued pumping for 12 hours, at 8:00 am on (B)(6) the patient went to the dialysis room for symptomatic treatment of hemodialysis, to continue to push the liquid medicine, the trace pump was found to have no stored electricity during transport. Reporting due to the referenced issue (potential defective battery) as a conservative measure. No additional info on the patient's status was reported. More information is needed to complete the investigation.